Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope had a dark image, poor light beam and a moisture ingression. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure darker image than normal, caused by the light beam being in poor condition was confirmed however, upon opening the instrument housing, signs of moisture ingress was not confirmed. Additionally, damaged fiber bonding in the outer tube area (distal end) was found to be reportable during investigation. A root cause could not be identified. Based on the results of the investigation, it is likely that due to light guide-bundle of the video cable section is broken the image was darker and the light transmission is lost or too low. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.